Event description:
It was reported that the device was sent to central sterile with a note that it would not work. No other info or contacts were included on the note.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was received with a loose mount. It was connected to a generator, evaluated with a test instrument and was found to function as intended. The instrument was disassembled to inspect internal components. Evidence of moisture ingress and a torn acoustic isolator were found. The hand piece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes as condition where water vapor enters the hand piece cavity during the steam sterilization process. The hand piece is exposed to steam at high pressure. If steam enters the hand piece housing, it results in moisture inside the hand piece when the warm air condenses. The condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damage acoustic isolator could have contributed to the loss of compressive force. It is probable that the loose mount and moisture ingress could have affected hand piece performance.